Event description:
It was reported that prior to use the plunger flange was broken with a bd syringe control 10ml ll bns. The following information was provided by the initial reporter: it was reported that the thumb portion was missing from the syringe.

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 10ml control syringe filled with clear fluid and a needle attached was received and evaluated. It was observed there was no thumb ring present on the syringe. This is a rejectable condition per product specification. DHR review for batch #9112830 (p/n 304134): release date: 5/06/2019. Released quantity was (B)(4). Molding and assembly orders were reviewed as part of this DHR review. All visual inspections were performed as per requirement. Molding issue causing thumbgrips to not attach was discovered during production. Corrections were made and product was requalified at molding per applicable aql. Batch 9112830 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: (1) part stuck within molding machine leading to flash which prevented it from properly welding during product¿s assembly. A corrective actions project is underway to address the root cause. Mold¿s tooling is being modified to mitigate the occurrence of parts being stuck in the molding machine. Target completion date: 15 apr 2020. Complaints will be monitored for 6 months post completion of the c/a project for this defect to assess effectiveness. No additional actions are required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the plunger flange was broken with a bd syringe control 10ml ll bns. The following information was provided by the initial reporter: it was reported that the thumb portion was missing from the syringe.